Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 7/24/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor smooth round spectrum 255cc saline prosthesis, catalog: 3501430, serial number: (B)(4), lot: 5551632. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent breast augmentation revision with mentor smooth round spectrum 255cc saline prostheses. The patient noticed deflation on the left breast prosthesis post procedure via self-examination. As a result, the patient underwent bilateral removal and replacement with mentor smooth round spectrum 255cc saline prostheses on (B)(6) 2018; catalog # 3501430, s/ns (B)(4) (l) and (B)(4) (r).

Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease located on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5534646 was reviewed on 7/31/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).